Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain/ chronic pelvic pain') in a 27-year-old female patient who had essure (batch no. B97496) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abortion induced, bacterial infection due to streptococcus, group b and testosterone increased. Previously administered products included for an unreported indication: hydroxyprogesterone from (B)(6) 2013 to (B)(6) 2013, norethindrone from (B)(6) 2013 to (B)(6) 2013, norgestimate from (B)(6) 2013 to (B)(6) 2013, metronidazol and ibuprofen. Concurrent conditions included morbid obesity, preterm labor, bacterial vaginosis, benign neoplasm and gastrointestinal disorder. Concomitant products included sucralfate (carafate) since (B)(6) 2014 for gastrointestinal disorder, medroxyprogesterone acetate (depo provera) from (B)(6) 2014 to (B)(6) 2015 for genital bleeding as well as betacarotene;bioflavonoids nos;biotin;calcium ascorbate;calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride;colecalciferol;copper sulfate;cyanocobalamin;folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral), diazepam, ethinylestradiol;norethisterone (norethin), ibuprofen, levonorgestrel (mirena) from (B)(6) 2013 to (B)(6) 2014, omeprazole (omeprazol 1 a pharma), ondansetron and sucralfate. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain upper ("severe upper abdominal pain/ epigastric pain"), 8 days after insertion of essure. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient was found to have hormone level abnormal ("hormonal changes describe hormone imbalance"). In (B)(6) 2015, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced migraine ("migraines"). On an unknown date, the patient experienced heavy menstrual bleeding ("severe menstruation/ abnormal bleeding (menorrhagia)"), abdominal pain lower ("severe lower abdominal pain and cramping"), abdominal distension ("bloating"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and polycystic ovaries ("pcos"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy and left ovarian cystectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, genital haemorrhage, hormone level abnormal, dysmenorrhoea, nausea, migraine, headache, vaginal haemorrhage and polycystic ovaries outcome was unknown and the heavy menstrual bleeding, abdominal pain lower, abdominal pain upper and abdominal distension had not resolved. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, dysmenorrhoea, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, migraine, nausea, pelvic pain, polycystic ovaries and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. .batch no b97496. Production date 2013-11-28. Expiration date 2016-11-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 27-oct-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain/ chronic pelvic pain') in a (B)(6) year-old female patient who had essure (batch no. B97496) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abortion induced, bacterial infection due to streptococcus, group b and testosterone increased. Previously administered products included for an unreported indication: hydroxyprogesterone from (B)(6) 2013, norethindrone from (B)(6) 2013, norgestimate from (B)(6) 2013, metronidazol and ibuprofen. Concurrent conditions included morbid obesity, preterm labor, bacterial vaginosis, benign neoplasm and gastrointestinal disorder. Concomitant products included sucralfate (carafate) since (B)(6) 2014 for gastrointestinal disorder, medroxyprogesterone acetate (depo provera) from (B)(6) 2014 to (B)(6) 2015 for genital bleeding as well as betacarotene; bioflavonoids nos; biotin; calcium ascorbate; calcium pantothenate; calcium phosphate; choline bitartrate; chromic chloride; colecalciferol; copper sulfate; cyanocobalamin; folic acid; hesperidin; inositol;I ron amino acid chelate; lycopene; lysine hydrochloride; magnesium oxide; manganese sulfate; molybdenum trioxide; nicotinamide; phytomenadione; potassium iodide; potassium sulfate; pyridoxine hydrochloride; retinol acetate; riboflavin; selenomethionine; silicon dioxide, colloidal; sodium borate decahydrate; thiamine mononitrate; tocopheryl acid succinate; ubidecarenone; zinc oxide (multivitamin & mineral), diazepam, ethinylestradiol; norethisterone (norethin), ibuprofen, levonorgestrel (mirena) from (B)(6) 2013 to (B)(6) 2014, omeprazole (omeprazol 1 a pharma), ondansetron and sucralfate. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain upper ("severe upper abdominal pain/ epigastric pain"), 8 days after insertion of essure. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient was found to have hormone level abnormal ("hormonal changes describe hormone imbalance"). In (B)(6) 2015, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced migraine ("migraines"). On an unknown date, the patient experienced heavy menstrual bleeding ("severe menstruation/ abnormal bleeding (menorrhagia)"), abdominal pain lower ("severe lower abdominal pain and cramping"), abdominal distension ("bloating"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and polycystic ovaries ("pcos"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy and left ovarian cystectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, genital haemorrhage, hormone level abnormal, dysmenorrhoea, nausea, migraine, headache, vaginal haemorrhage and polycystic ovaries outcome was unknown and the heavy menstrual bleeding, abdominal pain lower, abdominal pain upper and abdominal distension had not resolved. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, dysmenorrhoea, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, migraine, nausea, pelvic pain, polycystic ovaries and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: bleeding, pelvic pain, menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-oct-2021: medical record received. Case become serious incident because of essure removal. Patient middle name, reporter information, essure removal details added. Action taken with drug updated. Removal surgery added to event pelvic pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.